Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported error 32097 was confirmed but not replicated. In the system logs, the error 32097 was found indicating fault on the fru connector pogo-pin (fcp) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on the field evaluation but not replicated by failure analysis. The probable root cause may be attributed to communication issues from the fcp board located within the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure the staff had experienced several recoverable faults on the system. Caller stated staff would recover the fault but the issue would return. The technical support engineer (tse) reviewed the logs and confirmed the issue. Tse recommended a hard power cycle of the robot when possible. Caller will perform the recommendation and call ended. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not disable or discontinue use of arm due to issue. The procedure was completed robotically with all 4 arms. The faults were recovered and the procedure was continued and was completed as planned. There was no injury to the patient. The system functionality was powered on and system did its own checks and seemed fine. The system initially power on without errors. Patient demographics were not shared.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.